Event description:
Report received (B)(4) 2013 that a post-operative migration issue occurred. Initial surgery date was (B)(6) 2013; implant was placed at the c5-c6 spine level. No pt injury has been reported. Revision surgery occurred (B)(6) 2013 and consisted of prosthesis removal and acdf. Pt received an acdf at c4-c5 level approx 10 years ago.

Manufacturer narrative:
(B)(4). The device has not been returned and eval is incomplete at this time. No root cause has been identified. Radiographs have not been made available to assess the reported event.